Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received max delivery alarm on their insulin pump. The patient's blood glucose level was at 265 mg/dl. The customer was explained the significance for the max delivery alarm feature on the insulin pump. The customer stated that the insulin pump was in his pocket when it alarmed. The customer was advised to check his blood glucose periodically to make sure their blood glucose was not dropping. No further information was provided.